Event description:
Retaining pin (inside) on blood pump rotor missing, causing cut in blood tubing. Caused leaking of blood through blood pump segment. When noticed, was >300cc blood loss on floor. Arterial line re-infused to pt. Remainder discarded.